Event description:
Two hologic panther fusion thermocyclers used for panther fusion sars-cov-2/flu a/b/rsv testing were found to produce false-positive influenza b results when testing known sars-cov-2 only-positive samples. One thermocycler reproducibly demonstrated this problem only with high-titer sars-cov-2 positive samples; the problem was discovered during assay verification, and the thermocycler was replaced by the manufacturer prior to patient testing. The other thermocycler's problems were limited to specific positions, discovered only after patient testing had begun, leading to one false-positive flu b result which was immediately corrected, and 19 other false-positive flu b results which were prevented from being released. The issue is likely related to spectral overlap. I have concerns that other instruments on the market outside of our laboratory may also be affected by the same issue. No broader customer notification has yet been received that alerts other laboratories to this possibility. Reference report: mw5148920.